Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib fault " message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence to confirm a defib charging error. However, the activity log does show evidence that after the second discharge, the shock button was pressed without the device being charged. The device prompted defib not charged, press charge. This has been closed as report unsubstantiated. Analysis of reports of this type has not identified an increase in trend.